Event description:
The initial reporter stated that the "white clamp is cutting the administration set". They stated that this is causing leaks. Mmdg did follow up with the initial reporter, who stated that the patient was doing well. No other information was provided. (B)(4).

Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.